Manufacturer narrative:
The following devices were also listed in this report: triathlon p/a cr beaded #4l; cat# 5517f401; lot# rec7n, tritanium bplate triathlon s5; cat# 5536b500; lot# ctd85921, triathlon symmetric x3 patella; cat# 5550-g-298-e; lot# 63er. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "patient had total knee explant due to possible infection. Patient had a poly cemented as a knee spacer on today's surgery sheet. No other information available due to hospital policy." Spoke to rep, who confirmed all implants were removed.